Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the infusion set tape was pulled off accedently during use on (B)(6) 2026. No further information is available